Event description:
The customer reported that the 9800 system had poor image quality prior to a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and collimator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.